Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the product code of the barbed suture? Can you identify the barbed suture lot number? Which tissue layer, at which location, was the barbed suture used to close? What date did the patient have the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Do you have any photos of the barbed suture during second procedure? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2018 and barbed suture was used on the incision. Two weeks post operatively, the patient felt pain in her knee and her range of motion was limited. During physical therapy sessions, the physical therapist noticed abnormality in the patient's knee function. The patient returned to her surgeon and a second procedure was performed on an unknown date. The surgeon reported that the barbed suture was found broken. A non-barbed suture was used to close the incision. The patient is currently progressing through physical therapy without issue. Additional information has been requested.